Event description:
It was reported that during a pulmonary wedge resection, the first reload unit could not be fired at the 1st stroke of 1st firing. Then the surgeon used higher force to fire it. The device could not open until pressing release button and some staples malformed at the 1/3 of the distal part. Then he used the 2nd and 3rd green reload units but still had same problem. Finally the surgeon used hand sewing to complete the procedure. No adverse event on the patient. The device along with two green and one gold cartridge will be returned.

Manufacturer narrative:
(B)(4). Damaged drivers additional information was requested and the following was obtained: on what tissue type was the device used? At what location on the tissue? Lung. Was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? No existing staple line. Were any unexpected noises heard? If so, when? No. Is there any other additional information you would like to share about this device or procedure? No. The device was received for analysis with no visual non-conformances and with two cartridges reloads present. The cartridge reload partially fired is consistent with an incomplete or interrupted cycle. The device was tested for functionality with the returned reloads. During the firing of the reload (c) the device achieved its complete 3-stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. However, during the firing of the reload (d) the remaining staples were not properly deployed as the drivers were damaged; the cartridge body resulted damaged. Please note that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. In addition, an ecr60g fully fired and in good visual condition was received. The batch record was reviewed and no anomalies were noted during the manufacturing process.